Manufacturer narrative:
(B)(4). Batch # u5e82j. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the difficult to open and leak intervention, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. And to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: where was the 1st and 2nd firing of device? The rectum. Was the site of the leak where the difficulties with device occurred? Sales rep tried to get the information, but no further information is available from the hospital. What type of anastomosis was being performed? No further information is available. What part of colon was being resected? The rectum. Did the device fully cut and staple? No further information is available. Were any staple formation issues noted throughout care of patient. No further information is available. How many days postoperative did the leak occur? No further information is available. How was the leak identified? No further information is available. What was observed at the site of the leak upon reoperation? No further information is available. Were any other stapling devices used? No further information is available. Is the colostomy permanent? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the jaws did not open easily after the 1st and 2nd firing. The jaws eventually opened while the handle moved. Another device was used to complete the case. The handle moved for a while, then the jaws opened, so the device was removed from the patient. After the surgery, leakage occurred, so the colostomy was performed. It is unknown where the leakage occurred from, what shape deployed stales were, and the patient¿s condition after the reoperation.